Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer observed a spark while using the maryland bipolar forceps instrument. The instrument was removed and replaced with a backup. The customer completed the procedure without further issues. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no damage to the instrument after the arcing event. The arcing appeared to originate from the tip of the jaws. Bipolar energy was activated when the arcing occurred. The instrument was connected properly. The integrated electrosurgical generator unit (iesu) was used with a soft coag e6 setting when the arcing occurred. The instrument's tips did not collide with any other instrument or tool. It was unknown whether the instrument's tip was in contact with tissue or touched any staples, clips, or sutures while energized. It was unknown whether the jaws were immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. There was no patient injury.

Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.